Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent an additional surgery for "chronic abdominal granulation"; however, medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an incisional hernia. A bard/davol sepramesh ip, reference number (B)(4), lot number wbtgs093 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery for chronic abdominal granulation. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective seprameship.